Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688 implantable pacing lead, (B)(6) 2013; 5076-52 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that there was high threshold, no capture, and a lead dislodgement. A lead revision was attempted but could not be accomplished, so the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.